Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon was firing clips during the procedure and three of the clips scissored. It is not known if a cholangiogram was used. The surgeon then continued firing the device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a clip within the jaws; the clip was removed in order to measure jaws width and they were found to be yielded and misaligned. In an attempt to replicate the reported incident the device was functionally evaluated. Upon testing, the device was cycled and fed and formed seven scissored clips. In addition the device locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.